Event description:
Related manufacturer reference number: 1627487-2019-06923.

Manufacturer narrative:
The results, method and conclusions codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06923. It was reported that the patient experienced lead erosion. During a lead replacement surgery (related manufacturer reference number: 1627487-2019-06056, 1627487-2019-06058), it was noted towards the end of the procedure that the lead was exposed out of the skin after being implanted. The physician was able to re-position the lead without issue. Effective therapy was restored post operation. Note: it is unknown to the manufacturer which lead eroded, therefore both devices are being reported on.